Manufacturer narrative:
On january 17th, 2024, additional information was received stating that the customer was treated with treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the treatment resolved the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) of 1,080 mg/dl and a144 mg/dl ketone level that was identified as dangerous/life threatening by a healthcare provider. The customer was found unconscious, and an ambulance was called. Subsequently, the customer went to the emergency room (ER) and was hospitalized in the intensive care unit. Reportedly the customer administered boluses via the pump to try and resolve the high bg. No additional information was provided on the type of treatment received at the hospital. The customer was released from the hospital on (B)(6) 2022. Reportedly, the customer experiences brain fatigue and has trouble remembering as a result of the incident. The customer reverted to an alternate form of insulin therapy.